Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) does not boot up past the bios setup after a power surge. Technical support (ts) walked the customer through scrapping out the corrupted hdd and inserting the back up drive in the primary slot. After doing this, the cns booted up to the application. Ts informed the customer that this was only a temporary solution and recommended for the customer to send in the unit for evaluation and repair. Ts also informed the customer about replacing the hdd's, but couldn't guarantee that the new hhd's would resolve the issue. The customer requested a quote for the new hdd's. There was no patient injury reported. The root cause of the issue is considered to be hard drive failure. In this incident, the device has been in use for six years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we do not have the capability to provide this information. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we do not have the capability to provide this information. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; we do not have the capability to provide this information. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for device information: the customer replied by stating; we do not have the capability to provide this information. Manufacturer references # 300274828-124682 .

Event description:
The customer reported that the central nurse's station (cns) does not boot up past the bios setup after a power surge. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) walked the customer through scrapping out the corrupted hdd and inserting the back up drive in the primary slot. After doing this, the cns booted up to the application. Ts informed the customer that this was only a temporary solution and recommended for the customer to send in the unit for evaluation and repair. Ts also informed the customer about replacing the hdd's, but couldn't guarantee that the new hhd's would resolve the issue. The customer requested a quote for the new hdd's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) does not boot up past the bios setup after a power surge. There was no patient injury reported.